Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (cre) result generated by the unicel dxc 800 pro synchron chemistry analyzer. The original cre result was 536umol/l. The sample was repeated on a different analyzer and gave a result of 112umol/l. It is unknown if patient treatment was impacted by this event.

Manufacturer narrative:
Qc was run before and after the event and was within range. A field service engineer (fse) was on-site. Fse checked the cre module and some other hardware and found no issues. Fse performed calibration which was within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.